Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 431 mg/dl at the time of incident and other relevant blood glucose level was 400 mg/dl. Customer experienced blood loss as site issue; however it was stopped. Customer stated that they did not receive medical treatment as a result of the site issue. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with manual injection. Customer did not allege that the insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer was assisted with troubleshooting and no leaks were found. Customer was assisted with performing high pressure test; however no delivery alarm received. The insulin pump will not be returned for analysis.